Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2014. This is 4 of 4 reports for this event. A review of the device history record could not be performed because the lot number was not reported. The device remains implanted and not available for analysis; therefore, functional testing as well as physical analysis cannot be performed. However, restenosis is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event. The device remains implanted.

Event description:
It was reported that during three (3) month follow-up after the treatment with the subject device, the patient had 54% restenosis at the treatment area. There was no additional treatment performed at three (3) and six (6) month follow-ups. No further information was provided.